Event description:
(B)(4). Initial info for this spontaneous report was received on (B)(6) 2008, via an email from a physician to another physician, with additional info obtained on (B)(6) 2008 from the initial reporter: the reporting physician, reporting hypersensitivity reactions in pts receiving poly-l-lactic acid (sculptra,) described a pt who had generalized swelling of the injected areas and "cellulitic changes without erythema of the skin" and mentioned a discussion with another physician (the "other" physician) concerning hypersensitivity reactions. The physician sending the email reported that pts experienced hypersensitivity reactions with poly-l-lactic acid [sculptra], and stated that the pts begin to swell up where poly-l-lactic acid has been injected. He also mentioned that he believed "this must be due to an immunological response unique to the individual." Additional info received on (B)(6) 2008 from the physician to whom the email was addressed: he discussed delayed hypersensitivity reactions, and reported that "other" physician knew of a "couple of pts," nos, with delayed generalized swelling and nodules. This report addresses possibly pts 5 and 6 of the 7 mentioned by the physician reporter who sent the email, although the number of pts involved known to the "other" physician is currently not precise. Lot numbers/exp dates not specified. No other medical info was available concerning these pts at time of report.

Manufacturer narrative:
Additional info for poly-l-lactic acid injectable (sculptra) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the u.s.a. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.